Manufacturer narrative:
Additional narrative: g5-510k: this report is for an unknown insertion instrument knob/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2020, the cage cannot be tightened on the acis inserter instrument which resulted in a wobble. The cage was implanted even though the implant holder was defective. No revision required. Surgery completed successfully without any reported delay. No adverse patient harm. Concomitant devices reported: inner shaft std/lrg w/o stop f/03.841.05 (part # 03.841.059, lot # t174656, quantity 1); inner shaft std/lrg w/stop f/03.841.050 (part # 03.841.060, lot # t171647, quantity 1); cage (part # unknown, lot # unknown, quantity 1); acis implant inserter (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown insertion instrument knob. This is report 3 of 5 for (B)(4).